Manufacturer narrative:
Erroneous data generated. A definitive root cause has not yet been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report an erroneously high result for troponin I (accutni) for one patient sample assayed using the access accutni reagent on an access 2 immunoassay system. The patient result was not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that a lower expected result was obtained when the patient sample was re-assayed for troponin I. The lower repeat result for troponin I was in alignment with a previous negative result obtained for the same patient. Bci dispatched a field service engineer (fse) on (B)(4) 2011 to the customer's site. The fse replaced the aspirate probes on the system and verified the sample probe alignments and ultrasonics voltage. All verification testing met specifications. A definitive root cause has not yet been determined for this event.